Event description:
It was reported the pushwire broke while deploying the pipeline. The physician was able to retrieve the entire system from the patient.no patient injury reported.

Manufacturer narrative:
The broken distal segment of the pushwire measured 6.3cm was returned for evaluation. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.(B)(4)